Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple o-ring's on the pneumatic tap. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Customer administered a correction injection to address bg. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resume insulin therapy.